Event description:
The customer reported that the she is having low blood glucose. Customer stated her nurse set her sensitivity in the bolus and the customer still having a lot of lows. Customer 's blood glucose was 109 mg/dl. Troubleshooting was done. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.